Event description:
While performing service to the ventilator, the manufacturer's service technician reported the ventilator went vent inop due to an exhalation motor error occurrence. There was no previous report by the customer regarding the occurrence as reported by the manufacturer service technician. Vent inop, when in use, will stop providing ventilatory support to the patient. The service technician replaced the exhalation motor controller and exhalation valve to address the finding. The service technician reported there was no further reoccurrence of the reported problem.